Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: a review of the pump black box did not show any evidence of a no low warning. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration passed within specifications. The pump was exercised for 24 hours with no loss of primes occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked from the bottom traveling to the bumper. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting recurring loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.